Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Follow-up by the clinic confirmed that the ICD was unable to communicate with a programmer.